Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two batteries ((B)(4)) were returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery ((B)(4)) and battery charger ((B)(4)) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of (B)(4) revealed thermal damage; functional testing was not possible due to the observed damage. Analysis by an external lab revealed that one of the cells from the cell pack of the battery ((B)(4)) that sustained the most visible thermal damage was missing. The thermal event can most likely be attributed to an internal short circuit within a cell, leading to a thermal runaway condition. Visual inspection of (B)(4) revealed that the battery had a damaged connector due to heat generated by the thermal event caused by (B)(4); its unknown which charging port either battery was connected to. (B)(4) passed functional testing after replacing the connector. Based on the available information, the reported event was confirmed. Manufacture initialed and internal investigate to address the battery chargers assembled with incorrect inductors. The most likely root cause of the reported "smoke coming from the burning charger" be attributed to an internal short circuit leading to a thermal runaway condition, resulting in a thermal event. Other devices involved in this event: heartware ventricular assist system -battery/ (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-06-30 UDI #:(B)(4), return date: 2018-05-14, mfg date: 2017-06-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient brought 2 burnt batteries to the clinic. Batteries will appear charged while on the charger, but when the battery is connected to the controller it only shows partial charge. Patient states the charger has been plugged into a 120v 3 prong grounded outlet. Denies any physical damage or liquid contact to the charger. The patient states the battery charger was plugged directly into the wall (no extension cord/power bar). The patient plugged a battery into the far-left slot of the battery charger and 30-60min after his daughter smelled smoke coming from the burning battery. Patient denies any burn marks to the wall outlet in question. Patient is currently using the same wall outlet with his current charger and has not had any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to g1, g2, and g4 date: other devices involved in this event: additional products: battery- (B)(4). H3: yes h6: device code(s): c62908, c62968, c63248 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.